Manufacturer narrative:
The actual device was discarded at the user facility. An unused sample is being returned. Supplemental report will be filed when the engineer has finished his investigation.

Event description:
It was reported that "clips opened after operation. Patient had to be reopened".